Event description:
Patient alleges there is a defect in the adhesive material of the infusion set. Customer reported he has twice experienced issues with the infusion set sites not sticking. Infusion set has been discarded. No adverse event reported. No product to be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.